Event description:
It was reported that the customer found air bubbles in the canister. There was no adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.